Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they stopped feeling the sensation and expressed it was not working. They added that they saw their healthcare provider (hcp) and worked with a manufacture representative (rep); they were able to increase stimulation. As a result of what was reported, the call center sent a patient programmer (pp) user manual and emailed video tutorials. Troubleshooting resolved the reported issue. No further patient complications have been reported as a result of this event.